Manufacturer narrative:
Additional device product codes: kwp; mnh; mni. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a patient underwent the posterior cervical discectomy and fusion procedure at c1-2 for treating atlantoaxial subluxation. On (B)(6) 2020 it was found that the setscrew had backed out. Patient underwent the revision procedure on (B)(6) 2020 to replace the setscrew, the cancellous screw, and the rod. Patient's outcome is reported as sable. No further information is available. Concomitant devices reported: rod (part# 04.615.525s, lot# 4l20230, quantity# 1); ti locking screw (part # 04.614.508s, lot # 6l34953, quantity 2). This report is for one (1) 4.0mm ti cancellous polyaxial screw 26mm for 4.0mm rod. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: functional/device interaction visual inspection: the cancellous synapse dia 4 l26 f/r dia 4 tan (p/n: 04.615.126s, lot #: h705437) was returned and received at us cq. Upon visual inspection, slight discoloration and scratches were observed on the device consistent with the device use and no other issues were identified with the returned device. Functional test: the functional test was performed on the returned device. The returned ti locking screws were assembled with the device and no issues were identified that has caused the complaint condition. The ti locking screws are being investigated in a different pi. Can the complaint be replicated with the returned device? No. Complaint confirmed? No, the complaint condition was not able to replicate and the x-rays of the screw being backed out were not provided. Investigation conclusion: the complaint condition was unconfirmed for the cancellous synapse dia 4 l26 f/r dia 4 tan (p/n: 04.615.126s, lot #: h705437). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot mar 10, 2020 . A DHR review was not performed for this pi. This lot was manufactured by brandywine. Please reassign this task to the correct group. Mar 17, 2020 (w. Schubele) part number: 04.615.126s, lot number: h705437 , part manufacture date: 08/13/2018, manufacturing location: brandywine (04.615.126y) , part expiration date: n/a , nonconformance noted: n/a . A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the synapse screw assembly (part number 04.615.126y at brandywine) was processed through the normal manufacturing, inspection, and packaging operations. The product lot met all manufacturing, inspection, and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device history review the product met all manufacturing and inspection criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.